Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was instructed to visit the clinic to receive antibiotics however, treatment was not reported. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in sep 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.